Event description:
It was reported that the patient was septic and the implantable cardioverter defibrillator (ICD) system was infected. The source of the infection is not known. The device and lead were explanted and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The analysis performed revealed no anomalies and no issue was identified that required full analysis. (B)(4).